Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 745 mg/dl. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked reservoir tube lip noted during visual inspection.